Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump display was blank. The customer's blood glucose was 395mg/dl at the time of incident. The customer reported that wife has been in the hospital for over a month and took battery out of pump while in hospital. Now that she is out, they put a battery in the pump and it will not turn on. Customer was in the hospital due to high blood glucose. The customer took 2 different batteries and put them on the pump and the pump is still not turning on. The customer was admitted on the 15th and the ambulance was at around 11:30 at night. The customer was in the hospital for 2 weeks. Customer has been off the pump and using alternate method, states they reported the hospitalization already with another technician. Customer states the display did return by troubleshooting. The insulin pump passed self-test. The customer also reported that an unexpected restart error had appeared. The insulin pump will be returned for analysis.